Manufacturer narrative:
Review of device history records show the lot released with no recorded anomaly or deviation. The warnings in the package insert state this type of event can occur. It is reported the explanted devices were discarded, therefore no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. (B)(4). Report two of two for the same event, reference 0001032347-2017-00033.

Event description:
It was reported the patient coughed and the screws backed out. A revision was performed to remove the 360 implants and 16 screws.